Manufacturer narrative:
Correction: plant investigation: the actual device was returned to the manufacturer for evaluation and the reported problem is confirmed. A visual inspection of the returned cassette showed two cuts and one scratch on the patient line. There were no other issues detected with the cassette. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient¿s contact called in regarding an air detected in the cassette alarm during drain 1. While examining the patient line the patient¿s contact observed moisture on the tubing. The treatment was cancelled. Upon cancelling the treatment the patient¿s contact stated there was a crack in the patient line. During follow up the patient¿s contact stated there was a small slit on the patient line. The cycler did not come in contact with the fluid and functioned as intended. No adverse event reported at this time. The set may be available for evaluation but has not been returned at this time.